Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed. This report is made based on the results of an investigation completed on 11/5//2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/5/14 with the following findings: unable to confirm complaint of time and date reset on black box, pump was exercised for 24 hours, then took out the battery and the time and date reset complaint was duplicated within 23 hours. Pump case was removed and corrosion was found under the internal battery , display is dim/fading/reddish, battery compartment is cracked below bumper pad, investigation was completed using the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).